Manufacturer narrative:
Weight and ethnicity: unknown, not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. Manufacturer phone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A report was received for a study patient who was implanted with a tecnis symfony intraocular lens (iol). The site has noted an axis misalignment on (B)(6) 2021, in the subject's right eye (od). Pre-operative best corrected distance visual acuity (bcdva): 20/30 right eye. Iol axis placement: 90 at time of surgery. At one-month post-op visit on (B)(6) 2021; uncorrected distance visual acuity (ucdva) 20/30, bcdva 20/25 right eye. Iol axis placement 67 (post-op axis). No intervention planned at this time, the subject is satisfied with their vision currently. No additional information provided.